Event description:
It was reported that the patient presented to follow-up with increased high voltage lead impedance. On (B)(6)2010, during surgical procedure it was noted that the helix of the rv coil was not extended properly. Aft ER redeploying the helix, the hvli values were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.